Event description:
It was reported that the customer's new pump malfunctioned at their healthcare provider's office, and the malfunction occurred again after an attempted reset. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer technical support (cts) team arranged to replace the malfunctioning pump, instructed the customer on how to return the faulty pump, and ensured the customer had a plan for backup insulin delivery via multiple daily injections (mdi) while waiting for the replacement.